Event description:
This is a spontaneous report by a consumer from the USA of peritonitis and melanoma in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting consumer stated that on an unknown date, the patient was diagnosed with peritonitis and melanoma. On (B)(6) 2010, the patient was hospitalized for "several things, the biggest concern was melanoma and he was treated for peritonitis which was not worrisome." Treatment information was not provided for the events. Pd therapy was ongoing at the time of the events. The patient was recovering from the events. On (B)(6) 2010, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown, the sample was not requested. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.